Event description:
Received report that while using the smartdrive mx2+ with an samsung galaxy 5 watch, claims when attempting to disengage the drive motor via a double tap, on occasion the device continued to drive forcing the end-user use the dial face or button to disengage the motor. No injuries were reported to have occurred as a result.

Manufacturer narrative:
The reporter claims the wearable in use was a samsung galaxy 5. Claims when giving a tapping gesture to stop, the unit continued under power and the end-user needed to disengage the motor by disabling the app by touching the face of the watch screen or pressing the button on the side of the watch face. As the end-user was able to stop the device via disabling of the app via touch screen. This would indicate the app remained operational, but on attempts to disengage via tapping, this could indicate a sensitivity issue within the watch settings that need to be adjusted. Permobil cannot confirm a product failure having occurred, thus is unable to determine possible root cause without speculation.